Manufacturer narrative:
The qa lab found the returned reagent to read an average of 32 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. He received some glucose readings that were slightly higher than usual, but no adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.